Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device self discharged. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing, impedance calibration testing, defib/pacer stress testing, bench handling, and defib cycling without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did not show any evidence to support the customer's report that the device self-discharged at any time. The log showed the device discharged everytime when the device recognized the shock button press. Therefore, our investigation for this reported malfunction was unsubstantiated. No trend is associated with reports of this type.